Event description:
Complainant alleged that while attempting to defibrillate a female patient, the device did not advise shock for what appeared to be a shockable heart rhythm. Complainant indicated that there was no adverse effect to the patient due the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.